Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: leaking, battery pack smoking, loud sound coming from battery pack, battery pack hot to touch, burning smell. Update: three of the devices were reported to have leaking issues while two were reported as having a burning smell, battery pack hot to touch, and battery pack smoking. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The returned device was confirmed to be a suction irrigator 2, catalog no.: 0250070500, the lot number was not provided and the product was not received in its original packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.